Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was approximately 100 mg/dl. Reportedly, the pump supplies were changed to address the issue, insulin delivery was resumed, and the customer continued to use the pump for insulin therapy.